Manufacturer narrative:
(10/3233) it was reported that the product is available for investigation, it should be returned to intervascular for examination. (4109/213) the review of historical data indicated that no other similar complaint was reported for the same sterilization lot number 25f11. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
It was reported to intervascular that when the customer opened the hemashield platinum graft for a case, he wasn't comfortable using the product because it looked different in color than they are used to. They put it aside and used a different graft that they stated was more white.